Event description:
During a baxter evaluation, it was found that a pump has a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by a failed force sensor assembly flex and a failed force sensor pusher. The force sensor assembly flex and force sensor pusher were replaced.